Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a difference in the impedance value in the interrogation report versus the battery and lead measurements page in the remote monitoring report. Advised the discrepancy is a known issue where the quick look displays bipolar rather than unipolar lead measurement. Diagnostic interpretation was provided. No patient complications have been reported as a result of this event.